Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the tissue pad detached from the jaw. There was no piece that fell into the patient. They used a second device to complete the procedure. There was no adverse consequence to the patient.